Event description:
It was reported that the patient had episodes of t-wave oversensing (twos) during exercise from the right ventricular (rv) lead. It was also reported that reprogramming was done for sensitivity and a treadmill test was completed whereby the device was set to pre-ER settings and after five minutes the twos was able to be reproduced with exertion. It was determined that sensing in tip to coil resulted in no twos. Therefore reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.